Event description:
Upon retrieval, the cover was not damaged. No anti fog agent had been applied to the scope lens, nor any chemicals applied to the tip of the scope or the cover. The physician did confirm that the cover was not damaged pre procedure, but it was unknown if the physician or staff pulled or twisted on the cover to make sure it didn't come off. The distal cover was pushed firmly until the hook of the distal ring was fully visible in the distal cover opening.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5, as information was inadvertently not included in the initial MDR, as well as investigation results/h6 coding. It was not possible to clearly identify the exact cause of the falling off of the distal cover that occurred in the facility, as the device was not returned. However, it was presumed that user handling was the cause. If the distal cover can be attached correctly according to the procedure in the manual, it will not come off from the tip of the endoscope. The customer confirmed that there was no damage to the distal cover attached to the scope during the pre-use inspection. Also, it was confirmed that the distal cover was pushed in until the protrusion on the tip of the scope was visible through the opening of the distal cover. However, it is unknown whether or not the distal cover did not come off the scope during the pre-use inspection, and since the actual item that fell off was not returned, it was not possible to confirm how it was actually attached to the scope. Therefore, the following is presumed: -the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope (user handling as the cause). In addition, the actual product is considered to have satisfied the specifications. The device history record could not be confirmed because the lot was unknown. It is assumed that the cause of the falling off is insufficient attachment to the scope. It was confirmed that the attachment procedure and handling precautions for this factor are described in the instruction manual as follows: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a diagnostic esophagogastroduodenoscopy procedure to inspect the ampulla, the single use distal cover fell off in the patients mouth. The cover was retrieved by hand without further intervention and the diagnostic outcome was not affected. There was no prolongation of the procedure and no associated error messages. This event requires two reports. Patient identifier (B)(6)is for the single use distal cover. Patient identifier (B)(6)is for the evis exera iii duodenovideoscope.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.